Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 1 month post implant of this bioprosthetic valve, the valve was explanted and replaced with another bioprosthetic valve of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Explanted date added. If information is provided in the future, a supplemental report will be issued.